Manufacturer narrative:
(B)(4). Batch # p55h3m. Photographic analysis: picture received shows the proximal part of an anvil, protruding staples can be seen. Based on the photo alone the event describe is confirmed. Device evaluation: the analysis results found that the ccs25 device arrived with the handles separated, with the washer present and uncut, staples present all protruding, further investigation on the device shows damaged on the safety release it was slightly dent. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. It should be noted that before firing, ensure that the indicator is fully within the green range of the gap setting scale. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs when as it might not click into place. Please reference the instructions for use for additional information. The device was tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the total gastrectomy, before used on the patient, found the staples protruding. Another like product was used to complete the procedure. There were no patient consequences reported.